Manufacturer narrative:
Updated section d4 (serial number)., h4 (device manufacture date). Updated section d4 (serial number)., h4 (device manufacture date).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the past. No further information was available.